Event description:
It was reported that, during an unspecified procedure, the universal pin driver did not continue to hold speed pins. Surgery was not delayed because an smith & nephew back-up universal pin driver was available and used to complete the procedure. The patient was not harmed.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is heavily damaged on the attachment end, causing the locking mechanism to disengage. The device was manufactured in 2014 and shows signs of extensive wear/usage. The medical investigation concluded that a review of this complaint case revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Per communication, the procedure was completed using a backup device without significant delay. Therefore, no further medical assessment is warranted. The functional evaluation confirmed the stated failure mode. The device would not hold a mating part as intended. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.